Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse checked and found that the unit was working satisfactorily and no problem was found. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use the cs100 intra- aortic balloon pump (iabp) had a flickering display unit. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.